Event description:
It was reported that during a superficial femoral artery angioplasty treatment procedure, the catheter became stuck on the wire. Vascular access was obtained via the femoral artery. The target lesion was located in the superficial femoral artery (sfa). This 7.0 x 40, 75cm mustang balloon catheter and a non-bsc guide wire were selected; however, there was difficulty loading the balloon catheter onto the guide wire and the balloon catheter became stuck on the wire. It was noted that the balloon was sticking to the guidwire right from initial loading the balloon catheter and guide wire were removed as a single unit. The procedure was completed another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).